Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent partial mesh removal on (B)(6) 2013 due to erosion and protrusion of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.